Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel in the left forearm. After placing a non-bsc introducer sheath, a 5.0mm/2.0cm/50cm peripheral cutting balloon was advanced. During procedure, upon initial inflation, it was noted that the balloon ruptured at 5-10atm for about 1 minute. The device was simply pulled from the patient's body. Upon checking, a pinhole was confirmed around 1/3 right before the tip part of the blade of the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel in the left forearm. After placing a non-bsc introducer sheath, a 5.0mm/2.0cm/50cm peripheral cutting balloon was advanced. During procedure, upon initial inflation, it was noted that the balloon ruptured at 5-10atm for about 1 minute. The device was simply pulled from the patient's body. Upon checking, a pinhole was confirmed around 1/3 right before the tip part of the blade of the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood observed in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.